Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was changing the time without user interaction. Tandem technical support reviewed pump data and verified that the pump time changes were being made by the customer. There was no reported impact to customer's blood glucose level.